Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specification.

Event description:
It was reported that during use with a bd ultra fine¿ pen needles the full dose of medication was unable to be delivered. The following information was provided by the initial reporter: it was reported that the needles do not release her full medication dose.